Event description:
Rptr had bilateral mastectomy 6/81 and in 12/81, she had this co's breast implants implanted. In 12/87, rptr had breast surgery done due to breast and physical problems and learned later that both implants were ruptured. The dr replaced the ruptured implants. Many physical symptoms continued which included breast pain and masses (also many other symptoms). On 11/8/93, rptr had the second set of implants removed. Now rptr is hoping her health will eventually return. Rptr gets terrible vertigo/dizzy spells and her immune system is poor, has painful joints especially shoulder and buttocks, serious headaches and much more. (Also see mw1000738.)